Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were due for a replacement due to approaching end of service (eos). The patient stated that their healthcare provider said that they may not be a candidate for the replacement because of the high dose of medications they were still using. The patient mentioned using percocet and "bc powders" which led to upper gi bleeding. The patient also mentioned having impingement of the nerves. The patient stated that the pump helped when they used the boluses but also stated that the pump didn't help. The patient was unclear when the agent tried to clarify and obtain an event date. The patient stated that the pump "sticks out" of their stomach. During the call, the patient mentioned that they had been on high dose pain medications since 2004 but had been off them for the last four years and had concerns about withdrawal due to the high dosage. The agent noted that the patient was unclear and conflicting throughout the call. Additional information was received on september 30, 2025, from the patient who reported that they had major back surgeries and it [the pump] may have moved around a little bit. Per the patient, they had a revision/replacement surgery in (B)(6) 2025.